Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold. A lead revision was advised but patient declined. To date, this rv lead remains in service. No adverse patient effects were reported. Additional information indicated that the device was reprogrammed for odo mode due to the high pacing threshold of the rv lead which meant that the device is no longer pacing and only sensing.